Event description:
It was reported the patient was unable to connect and adjust stimulation. They saw the ¿call your doctor¿ icon and a power on reset (por) condition. They had been having trouble getting the programmer to work for five days. The por erased the programming. Reprogramming was performed. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0s3jy, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).